Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any patient consequences as a result of the event? If yes, please describe them. Response: there were no patient consequences occurred.

Event description:
It was reported that during a low anterior resection, the device was removed out of the package by following all appropriate and sterile steps. Surgeon followed all the steps to engage stapler and both the lumens are intact and aligned to fire to make end to end anastomosis, then surgeon waited for 30 sec and fired stapler. After firing, stapler did not disengage even after 3/4th counterclockwise rotation, distal lumen got injury due to this, surgeon completed anastomosis with suture.

Manufacturer narrative:
(B)(4). Batch # p57w8y. Device evaluation:. The analysis results found that the cdh29a device arrived with the anvil missing. Only casing half washer present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.